Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 132 mg/dl. The customer stated that the screen keeps freezing. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to corroded keypad traces. No frozen screen noted. The device passed the self test and displacement test. The time advanced properly during testing. The unit had minor scratched display window, scratched case, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker.